Manufacturer narrative:
It was reported that a patient underwent placement of an unknown vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation, tilting, migration and caval thrombosis. The patient reported becoming aware of filter struts outside the inferior vena cava (ivc), tilting, migration, clot in filter and caval thrombosis, approximately sixteen years and nine months post implant. The patient also reported sharp stabbing pain between the shoulder blades post implant and anxiety related to the filter. According to the patient profile form, a cordis type ivc filter was identified per imaging, the exact implant date is unknown. Two abdominal computerized tomography (CT) scan images were provided and depict an ivc filter; however, a radiology report was not provided. The indication for the filter implant, procedure details and medical records have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the inferior vena cava (ivc), filter or vasculature does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. A review of the instructions for use notes vessel damage such as intimal tears and perforation as a long-term and a procedural complication associated with ivc filters, however a positive product identification has not been provided. The timing and mechanism of the migration has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. With the limited information provided and no imaging available for review the reported events could not be confirmed or further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an unspecified vena cava filter manufactured by cordis. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter perforation, tilting, migration and caval thrombosis. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. According to the information received in the patient profile form (ppf), a cordis type inferior vena cava (ivc) filter was identified per scan imaging done. The type of filter was not identified, and the exact implant date is unknown. The additional information received included two images of an abdominal computerized tomography (CT) scan that appear to show an inferior vena cava filter; however, a radiology report was not provided. The patient reports perforation of filter struts outside the ivc, filter tilting and migration, clot in filter and caval thrombosis, becoming aware of these events approximately sixteen years and nine months after the filter implantation. The patient further asserts to have suffered from sharp stabbing pain between the shoulder blades post implant and experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of an unknown vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter perforation, tilting, migration and caval thrombosis. The indication for the filter implant, implant report and medical records have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the inferior vena cava (ivc) or the filter does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. The timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as a long-term and a procedural complication associated with ivc filters, however a positive product identification has not been provided. The timing and mechanism of the migration has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. With the limited information provided and no imaging available for review the reported events could not be confirmed or further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an unspecified vena cava filter manufactured by cordis. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter perforation, tilting, migration and caval thrombosis. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.